Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. On (B)(6) 2015 inratio inr = 2.4; lab inr = 1.7. On (B)(6) 2015 inratio inr = 3.1; lab inr = 2.144. Patient therapeutic range 2.1 - 2.7. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have a urinary tract infection. This condition may impact the performance of the assay. It was reported that the customer was administered lovenox. This may contribute to unexpected inr results or errors in testing. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.